Event description:
It was reported that the customer had sensor glucose and blood glucose differences. Customer's blood glucose level was 146 mg/dl. Customer stated that the sensor she had used was alarming that she had a low sensor glucose reading. Customer stated that she was unable to upload to carelink. Troubleshooting was performed and it was found that the customer does not follow proper procedure for calibrations. Customer stated that the sensor does appear somewhat wavy. Customer was advised to monitor the issue. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used enlite sensor and performed bicarbonate buffer test per specification. Sensor failed per specification due to high readings. Also found sensor's cannula bent unable to confirm if customer received sensor in said condition due to customer returned opened and used.